Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his pump started beeping so he took it out of his pocket and changed the battery and it refused to power on; after the pump finally powered on it received an excessive no delivery alarm. The patient's blood glucose at the time of incident was 334 mg/dl. Since the excessive no delivery alarm occurred the pump powered off again only to come back on and reset. Troubleshooting for the excessive no delivery was initiated. The customer confirmed that the alarm occurred after changing to the battery in the pump. The customer was advised to monitor the pump and call the 24-hour helpline back if issues recur. No products were shipped or returned.